Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while loading a cartridge with insulin. Customer changed the syringe/needles multiple times. Customer changed the cartridge and it was successfully loaded. Customer's blood glucose ranged from 56-240 mg/dl.